Event description:
Customer reports to have experienced a blank display screen. Customer attempted to troubleshoot blank screen by changing batteries and he received a battery out limit alarm. Customer's blood glucose was 119 mg/dl. After troubleshooting, customer was able to solve issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)